Manufacturer narrative:
The impella cp and the automatic impella controller data logs were returned for evaluation. Pump was returned in good condition. Visual inspection of the returned impella cp found no defects on the pigtail, inflow cage, cannula, pump housing or motor housing that might contribute to the damage of the mitral valve. The returned pump passed the ring gage test. The console data logs were not reviewed for this event as they did not pertain to the failure mode. A manufacturing review was done and no other complaints have been made against this lot of impella cp pumps that pertain to this failure mode. . In conclusion, no defects that might contribute to the damage of the mitral valve muscle were found on this pump; consequently, the root cause of the ruptured mitral valve pap muscle was unable to be determined. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on moderate severity and very low occurrence. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 an emergent case of a 65 year old male patient who had a heart attack and who was in cardiogenic shock was admitted to the hospital. The patient was also found to be suffering from mitral regurgitation (mr), mitral valve disease (mvd) and a left ventricular end-diastolic pressure of 40. The physician placed an impella cp prior to performing a percutaneous coronary intervention (pci.) The physician reported that the impella placement went perfectly and the impella worked failure free during the pci. The physician performed a complete revascularization, of the circumflex artery, left anterior descending artery and the right coronary artery. Following the completion of the procedure the oscor sheath was peeled away and the repositioning sheath was advanced and secured. The patient was successfully supported for 6.65 hours. Post impella cp explant the patient was noted to have a ruptured mitral valve papillary muscle. It was reported that prior to the impella cp insertion, the patient was noted to have mitral regurgitation and a dilated left atrium (la.) The physicians stated that they were unsure of whether or not the papillary damage was new or if the damage was old as the la was dilated. They also stated that the patient's mr could have been chronic. Patient support was reported as successful, and the patient was reported to be in stable condition following patient support. Additional event and patient information regarding repair of the ruptured mitral valve papillary muscle was requested, but was unable to be obtained.